Event description:
This is filed to report a single leaflet device attachment. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3, slightly degenerated anterior mitral leaflet (aml) and posterior mitral leaflet (pml), pml was only 7.5mm long, and posterior aspect of the annulus and parts of the pml were calcified. A mitraclip ntw was implanted, but following implant, a single leaflet device attachment (slda) occurred. The clip had detached from the posterior leaflet and remained attached to the anterior leaflet. To stabilize the slda clip, a second clip was implanted. The physician¿s assessment for the cause of the slda was due to shortness of the pml, and not having enough posterior leaflet inserted. The procedure was completed with two clips implanted. The mr was reduced to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported incomplete coaptation (intraprocedure) associated with the slda was due to challenging patient anatomy (short posterior leaflet and calcification of the anulus and posterior leaflet). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.